Event description:
It was reported that the right ventricular (rv) lead impedance was high at 2958 ohms bipolar and unipolar was 605 ohms. The right atrial (ra) lead was oversensing and the bipolar impedance was low at 112 ohms. The system (implanted on the patient's left side) was reprogrammed to vvi backup at 40 bpm and a new system was implanted on the patient's right side. No patient complications have beenreported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407458 implantable pacing lead (B)(6) 2009; vedr01 implantable pacemaker (B)(6) 2009. (B)(4).